Manufacturer narrative:
E1: initial reporter phone number (additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body of a peritoneal dialysis (pd) transfer set was cracked. The cracks were observed during an unspecified process step of pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a broken occlude foot on the light blue main body of the twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach, as listed on product packaging, this could damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.